Event description:
It was reported that the patient had a "high clotted" fistula. About 75% through the procedure, the basket became separated from the catheter, at which time, retrieval via snare was required. After a long retrieval procedure, they were successful in removing the basket. There were no patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.